Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported the pump experienced intermittent power and had a battery compartment crack. The reporter stated the battery cap could not be properly secured to the pump. It was reported there was no evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box revealed no related call service alarms. A battery compartment crack was discovered during evaluation. The battery cap threads were damaged and the battery cap was unable to properly secure to the pump. A power loss was observed during testing. A test battery cap was used for further testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test battery cap.